Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A u.s distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while at home and wearing the lifevest. Device download data revealed that the patient was treated twice during the event. Per the patient's son, the patient was at home and alone at the time of the death. The patient was found by his son after he had died. Per review of the ECG and flag data at approximately 11:15:45 pm on (B)(6) 2018, the patient degraded from severe bradycardia at 20bpm to asystole, which the lifevest considers to be a non-treatable rhythm. The device appropriately detected and alarmed for asystole multiple times between 11:15:45 pm and 11:22:10 pm on (B)(6) 2018. At 11:22:36 pm, the lifevest delivered an inappropriate shock while the patient was in asystole. Oversensing of a low-amplitude cardia signal contributed to the false detection. The patient remained in asystole until the device shutdown at 01:05:44 am on (B)(6) 2017. Per the ECG, the patient had been in a non-life sustaining rhythm for 1.5 hours when the device was shut-down on (B)(6) 2018. Details surrounding the events between this time and the reported date of death on (B)(6) 2018 are unknown as the device was not active at this time. It is unclear if the patient actually passed on (B)(6) 2018. While monitoring the patient, no vt or vf was detected. There is no indication that the lifevest caused or contributed to the patient passing as patient was already in a non-life sustaining rhythm at the time of the inappropriate treatment. No deficiencies were alleged against the lifevest.